Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m142880xxx with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m142880 and test base part number 190-430 / lot m142880. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m142880 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report reference to related MFR. Report # 1221359-2021-01806.

Event description:
The customer reported false negative results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient one (1) of two (2). The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2021 on a on a direct tested nasal kitted swabs. Repeat testing was not performed. Confirmation with unspecified rapid test was performed with positive results. The customer stated the patient was symptomatic. The patient was tested as a part of routine patient testing. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.